Event description:
Reporter alleged blood glucose measured 280 mg/dl and customer had to be driven to the hospital allegedly due to feeling low. Customer stated not taking insulin at the time; however, when arriving at the hospital was treated for low glucose with two shots, contents unknown. Customer reported not being able to recall the reading taken at the hospital. The time frame between the original reading and the hospital result reportedly could not be provided and the customer stated no longer having the test strips used at the time due to the alleged incident occurrence of over 3 months or so ago. A request was made for the return of the suspect device and replacement product was sent.